Event description:
It was reported that the atrial lead had high thresholds which is contraindicated for a magnetic resonance imaging (MRI) scan. The lead remains in use. No patient complications have been reported as a result of this event.